Event description:
The customer reported that the system would lock up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The service representative recommended the release of the emg. The system was tested by the customer and found to be working as intended and put back in service.